Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. The sensor¿s memory files were reviewed and confirmed that the sensor was configured correctly. The sensor was activated with a retained reader and current was applied to simulate the sensor being on the body. The reported issue was not observed. No malfunction or product deficiency was identified. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release.

Event description:
The customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer reported that he awoke in the middle of the night with symptoms of sweating and "intermittent breathing", and noticed a 'lo' (< 40 mg/dl) on the reader but no alarm. The customer was treated by his wife with dextrose, soda, and apple, and the paramedics were called. The paramedics provided additional treatment of glucose injection and 2 doses 500 ml "ringer's liquid". There was no report of death or permanent injury associated with this event.